Event description:
It was reported during routine maintenance conducted by a manufacturer field service technician at the user facility that the guide of the duraguard was bent allowing for a condition where the bur/cutting accessory has the potential to damage the blood vessel or membrane and it is also getting warm. There was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event of overheating was not duplicated; however related component failures were found. The reported event of the foot being bent was duplicated and confirmed. Visual inspection during disassembly found lack of lubrication. Lack of lubrication can cause heat based on the risk documents. Lack of lubrication can be due to use of the device over time; however, cleaning practices can contribute. Lack of lubrication causes the bearings to gradually lose their rotational properties through degradation, which can cause frictional heat. Based on the risk documentation a bent duraguard can occur when excessive side load is applied to the feature. Device was placed in parts retention.